Event description:
A consumer called to report that they were allegedly burned while using a heating pad. The incident resulted in burns on her leg and back, and she was treated by a physician. The consumer stated that the incident occurred while she was sleeping on the heating pad, which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed or pillow.